Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot: 31863993l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and the patient experienced diaphragmatic paralysis. The pulmonary vein ablation was performed with a farawave pfa catheter. After mitral ablation, induction was carried out, resulting in atrial tachycardia (at). Based on eps findings, it was identified as mitral atrial flutter. Additional ablation was performed on the mitral isthmus from both the endocardial side and the epicardial side (within the coronary sinus (cs). Despite achieving mitral isthmus block, the at did not terminate, so remapping was performed. Mapping with the octaray catheter indicated that the left atrium activation was passive from the right atrium (ra), leading to mapping of the ra. The at was identified as a circuit rotating around the ra posterior wall and the crista terminalis, and ablation was conducted. Afterward, fluoroscopy confirmed absence of right diaphragmatic movement. This event occurred with the first radiofrequency (rf) ablation in the ra. Subsequently, pacing was performed around the area to confirm the absence of diaphragmatic twitching and ablation was performed. The at was terminated, and no recurrence was observed upon re-induction. Follow-up fluoroscopy confirmed movement of both diaphragms. The procedure was then completed. Patient¿s condition has improved. The patient did not require extended hospitalization. Ablation was performed inside the cs, near the crista using thermocool smarttouch sf catheter. Ablation was performed at mitral using both farawave catheter (boston scientific) and thermocool smarttouch sf catheter. A transient phrenic nerve injury occurred during the procedure; however, it had recovered by the end of the procedure and at the time of patient exit. The patient left the room without undergoing additional treatment for phrenic nerve palsy. Physician's judgment on health hazard is non-serious (moderate/minor). The physician's opinions on the relationship between the event and the product is that although the ablation site was not considered to be in an area where the phrenic nerve typically runs, this rf application likely caused a transient phrenic nerve injury. There were no abnormalities observed prior to or during product use.